Event description:
The customer reported that the baths were overflowing on their beckman coulter act diff analyzer. The customer troubleshooted with the customer technical specialist (cts) and was able to resolve the leak. However the customer later reported an aperture alert of xxx on the wbc results on patient samples, and requested service to check the instrument. The operator was wearing appropriate personal protective equipment (ppe) when the incident occurred. No injuries occurred and no-one sought medical attention. There was no report of exposure to mucous membranes or open wounds. There is an exposure control/risk management plan in place at the customer's facility. There was no death, injury or change/delay to patient treatment associated with this incident. Service was dispatched for this event and while onsite the field service engineer (fse) replaced the wbc count valve, wbc bath and the main printed circuit board (pcb). He also performed a clot detection function on the instrument and verified repairs per established procedure. The root cause of the leak is unknown; however, the issue was resolved through troubleshooting. As per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards, such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer

Manufacturer narrative:
(B)(4).